Event description:
On (B)(6) 2013, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, it was reported to gore that the represented with limb pain while walking. It was reported there was a constriction in the ipsilateral limb, as well as claudication. On (B)(6) 2013, the patient underwent a reintervention. The physician ballooned the constricted area then implanted a stent to open the constriction. The patient tolerated the procedure. Further information and images were requested.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Further information and images were requested.